Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication, due to the patient's complaint of positive dysphotopsia.

Manufacturer narrative:
The iol was received and inspected. One distorted haptic was observed, the optic showed no defects. The lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.